Event description:
Pt taken to ER where 2000 ml of urine was drained from her bladder.the bags seem to plug up after being used for a short time. Urine begins to drain into the bag, but much more urine is retained in the bladder.